Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. Customer verified that the altitude was set to ---- (dashes). Customer corrected the altitude setting and corrected issue.

Event description:
Caller reports that during extended self-test (est) the unit is logging 3127 code (heated filter back pressure out of range). The ventilator was not in use on a patient at the time of the event occurred.